Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited post sensed t wave oversensing. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: h6.